Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The log file shows that no alarms or unplanned operator interactions occurred during the 38-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A technician checked out the machine at the customer site and a functional checkout in accordance with established procedures was performed. The resulting investigation concluded that the device was operating as intended, and no anomalies were identified. The device¿s work order and case history were also reviewed. No additional work orders or cases related to donor death are associated with this device. A review of the lot history for separation set 2509093161 and plasma bottle 2508291001 was conducted. No recalls have been identified for these lots. Additionally, no adverse events or donor deaths have been reported in association with these lots. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor donated on (B)(6) 2026 and passed away on (B)(6) 2026. The reported cause of death provided was cardiac arrest. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The log file shows that no alarms or unplanned operator interactions occurred during the 38-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A technician checked out the machine at the customer site and a functional checkout in accordance with established procedures was performed. The resulting investigation concluded that the device was operating as intended, and no anomalies were identified. The device¿s work order and case history were also reviewed. No additional work orders or cases related to donor death are associated with this device. A review of the lot history for separation set 2509093161 and plasma bottle 2508291001 was conducted. No recalls have been identified for these lots. Additionally, no adverse events or donor deaths have been reported in association with these lots. Per terumo bct's internal medical review, the device did not cause or contribute to this incident. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Possible causes include but are not limited to:* the donor's underlying disease state* an undisclosed medical condition

Event description:
The customer reported that a donor donated on (B)(6) 2026 and passed away on (B)(6) 2026. The reported cause of death provided was cardiac arrest. Per follow-up with the customer, they did not have information regarding who determined the cause of death, the set return, autopsy report, lab data, and clinical data. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.